Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 tractip laser fiber, the physician bent the fiber and the middle part of the fiber broke; where the fiber enters the scope. The physician bent the fiber by resting his hand on it as he was holding the storz flexible scope. The fiber broke outside of the scope and outside of the patient. The physician obtained a burn to his right hand. The physician's burn was not deemed as first degree and classified as "minor." No treatment for the burn was required. Energy was transmitted from a lumenis versapulse 20 watt laser. The laser settings are unavailable. The procedure was completed with a flexiva 365 laser fiber without any complications to the patient who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 tractip laser fiber, the physician bent the fiber and the middle part of the fiber broke; where the fiber enters the scope. The physician bent the fiber by resting his hand on it as he was holding the storz flexible scope. The fiber broke outside of the scope and outside of the patient. The physician obtained a burn to his right hand. The physician's burn was not deemed as first degree and classified as "minor". No treatment for the burn was required. Energy was transmitted from a lumenis versapulse 20 watt laser. The laser settings are unavailable. The procedure was completed with a flexiva 365 laser fiber without any complications to the patient who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 3.0 mm of exposed glass tip remaining and appeared used. The pattern on the tip face is consistent with normal use. The fiber is broken 86 cm from the distal tip. There are burn marks at the fiber break indicating that the fiber broke while in use.